Event description:
It was reported that a refill was performed because the residual drug volume was 2.0 ml. At the pump refill, "retained exudate fluid" was found in the pump pocket. The fluid collection was drained after the refill; approximately 7 ml of fluid was withdrawn. The fluid was sent for culture to determine whether it was spinal fluid or exudate and whether infection was present. No abnormalities were observed at the back pocket or the lateral catheter site. The pt was not exhibiting any symptoms. Test results did not show any results suggestive of infection. The pt was to be started on antibiotics in 2009, as a precautionary measure. The event was reported as not serious and unrelated to the drug or device system. The pt outcome was recovered; date not specified. The drug contain in the pump at the time of the event was gabalon (baclofen infection).